Event description:
The lay user/patient contacted lifescan alleging that the product was not recognizing the sample application. The customer care advocate walked the lay user through the troubleshooting and found out that the patient was using the correct testing technique. The test strip drew the sample into the test area and when retested with a new vial of test strip, the issue was not resolved. The patient's meter was replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.